Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated that insulin pump was alarming with and without the battery also said that they cleared alarm and insulin pump was beeping and screen was blank. Customer reported insulin pump screen flashing when screen was turned on after being in sleep mode. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump was received with a cracked retainer ring. Unit passed the displacement, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, and self -test. Unit passed the displacement accuracy test (dat) with 0.0867 inches. Unit was successfully downloaded using thus for history files and traces. No alarms or alerts noted during testing, however, failed battery test on 08/07/2020 22:55:12.000, power loss alarm on 08/13/2020 07:28:45.000, replace battery alert on 08/13/2020 19:15:00.000 and replace battery now alarm on 08/13/2020 06:49:01.000 were found in the history files. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump was cut open to perform visual inspection found moisture damage on the pcba 1, pcba 2, force sensor and motor home switch. Unable to do the motor test due to moisture damage on the flex connector. P-cap was attached and locked into place properly. However, a cracked retainer ring was noted during inspection. The following were noted during visual inspection: corroded battery tube, scratched case, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, keypad overlay texture damage and cracked retainer. Unable to confirmed exposed to MRI. Missing segments/partial display was not confirmed. Cracked retainer ring damage was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.